Event description:
Boston scientific received information that during the attempted implant of this left ventricular lead, high pacing impedances greater than 2500 ohms along with unexpected atrial pacing was noted. The lead was removed and replaced with a second lead, which showed similar results in the same lead position. However, once this second lead was repositioned, normal impedance levels and pacing were observed. No adverse patient effects were reported.

Manufacturer narrative:
The attempted left ventricular lead will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.